Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and several inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Therapy was exhausted. Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.